Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-03346. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had a crack at 16 mm from the distal end but was not broken off. The proximal side of the tissue pad in the grasping section was worn away. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report from the customer. *during a hysterectomy, the subject device was used. Probe damage error occurred. It was noticed that the tip broke when it was wiped. The device was replaced with a similar device and the procedure finished without delay. There was no patient injury reported.